Event description:
Fractured wire during ptca and coronary stent procedure 5/22/96. Dissection of prox lad. Cath lab rn not aware till film reviewed next day. Therefore wire not saved, contaminated and discarded. Informed cardiovascular surgeon. Pt to or for CABG. Wire not removed in surgery, bypass graft done. Pt expired 5/26 in critcare unit post CABG. Pt jehovah's witness and refused blood transfusion and expired post surgery. No autopsy and wiretip not recovered.